Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04517. The pt received two leads with the same lot number. It was reported the pt wanted better stimulation coverage of her pain. In addition, the pt reported she was receiving shocking sensation at the ipg site. The physician replaced the two leads with a surgical lead for better coverage, and replaced the ipg.

Manufacturer narrative:
This ipg serial number was included ina field advisory. Result - ipg header integrity was compromised by puncture located on the header assembly at the pin 3 and pin 11 locations. Autotest shows open for pin 3 and 11 consistent with puncture location. Pt complaint of shock at implant location confirmed by testing ipg in saline solution while monitoring output impedances and signal levels at oscilloscope for fluid intrusion. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.